Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, probable causes of the alleged failure is that the image problems occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a foggy image with a red crack. There was no patient involvement.